Manufacturer narrative:
Follow-up #1: date of submission 12/24/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: a review of the black box revealed 16 sudden counts of the voltage dropping leading to a call service (cs) 177 low battery warning on (B)(4) 2014. The returned battery cap and cartridge cap were used to complete the investigation. There was no damage found to the battery compartment. All current draws were found to be within specification. There was no overheating or any errors, alarms or warnings that occurred with the pump during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board (pcb). The reported ¿temperature¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. There was reportedly damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.